Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms and broken retainer ring. No harm requiring medical intervention was reported. The insulin pump will be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test, sleep current measurement test, active current measurement test, and self test. Battery was removed and drained the power, when battery was reinserted, pump error 23, 49, and 68 were noted which was expected. Successfully downloaded history files and traces using thus. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor, battery tube, or harness assembly vibrator. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 53 alarm was found in the history files on event date of 12/11/2021 08:25:56.000. Pump error 15 alarm was found in the history files on event date of 12/11/2021 08:24:11.000. Pump error 23 alarm was found in the history files on event date of 12/11/2021 08:29:37.000. Pump error 49 alarm was found in the history files on event date of 12/11/2021 08:28:28.000. Pump error 68 alarm was found in the history files on event date of 12/11/2021 08:28:28.000. Test p-cap and reservoir locked properly into reservoir compartment during testing, however a cracked retainer ring was noted. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay, cracked retainer. Pump errors 15 and 53 were confirmed in the history files. Pump error 53 was caused by a software error. Pump error 23, 49, and 68 alarms were not confirmed. Cosmetic damage confirmed at the retainer ring. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.